Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been showing a gradual shock impedance rise over the last year. It was discussed that a high, out of range impedance, red alert tripped. If the impedance keeps rising additional review was recommended. The rv lead remains implanted. No adverse patient effects were reported.